Event description:
It was reported that during patient use, the nkv-550 ventilator's touchscreen became unresponsive to touch input. Despite the touchscreen issue, the ventilator continued to ventilate the patient. As a precautionary measure, the patient was transferred to another ventilator. No patient harm was reported.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.